Event description:
It was reported that the unit delivery pressure that was too high.

Event description:
It was reported that the unit delivery pressure that was too high.

Manufacturer narrative:
Additional information will be provided once investigation has been completed.

Manufacturer narrative:
The product was returned for investigation. The reported failure mode could not be confirmed. Visual inspection confirmed the warranty seal is broken and calibration is overdue. The pump was visually inspected for any signs of damage such as scratches, dents, or corrosion due to contamination; none were seen. A cassette tube set was inserted into the pump with a water source, shaver, and a joint test fixture with a pressure sensor transducer connected. Then pump was tested with a set pressure of 50 mm hg with a flow rate of 1.0 l/min. The pump ran for several minutes and was able to maintain a set pressure of 25mm hg with the shaver outflow valve set open and half way (which is the correct pressure value when running in select mode at high flow rates). Also when the shaver valve was closed off completely the pump read a pressure of 65mm hg (which is the correct pressure value when running in select mode with no outflow). The pump was inspected internally to see if there were any damages to the components; none were seen. Also no red lights were seen on the main board. The probable root causes for reported failure are: overdue calibration, pressure sensor, roller wheel, pcb board, pump height, joint height, the stop cock valves were closed off, or tubing was kinked. In sum, the product was returned for investigation but the reported failure mode could not be confirmed. The failure mode will be monitored for future reoccurrence.